Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the system was in clinical use when the issue was occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not able to produce x-ray. Upon functional testing and logfile review fse identified issue with generator software. The philips engineer has reloaded the generator software. After reloading the generator software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that exposure failed after boot up. There was no report of harm. Philips has started an investigation of this complaint.